Event description:
It was reported that a detached cannula occurred. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to customer complaint is undetermined, applicator was received without being deployed with a sensor out of needle. The reported event of a detached cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).